Manufacturer narrative:
Samples are lithium heparin collected in pst tubes and are centrifuged for 3 minutes at 3000 revolutions per minute (rpm) on the automation line. Quality control and maintenance data was not supplied. Since this event the customer has increased the centrifugation time and speed to 3400 rpm for 6 minutes. Customer notes no further erroneous results have occurred since this event. The field service engineer (fse) was dispatched and performed an 80 repetition precision run, which met specifications. Fse ran a system check, which also met specifications. No hardware issues were detected. The fse ruled out hardware and addressed sample handling issues with the customer. Although pre-analytical sample handling may have been a contributing factor, no definitive root cause could be determined for this event. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 3 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: 2122870-2011-04887 and 2122870-2011-04888.

Event description:
The customer reported erroneous high accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system for three patients. Erroneous test results were reported out of the laboratory. Upon repeat testing the results were in the normal reference range. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 3 of 3 events reported by this customer.